Manufacturer narrative:
The reagent lot number is 86915801 and the expiration date is 30-jun-2026. The customer performed a hardware performance check which indicated an issue with the analyzer. The field service engineer (fse) found that the sample probe was out of alignment and adjusted it. The fse also performed preventative maintenance. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable bilirubin total gen.3 results for 2 patient samples on a cobas c 503 analytical unit. The customer questioned sample 1's initial result as it did not match the patient's previous result, which prompted them to repeat patient samples with high bilirubin results. For sample 1, the initial total bilirubin result was 2.2 mg/dl. The repeat result was 0.9 mg/dl. For sample 2, the initial total bilirubin result was 1.4 mg/dl. The repeat result was 0.7 mg/dl. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.